Event description:
This is a report of a damaged patient adapter found during the sample evaluation (details not provided). There was no patient involvement; therefore, there was no patient injury, medical intervention, or adverse reaction indicated with the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A visual inspection was performed via the naked eye and microscope, a damaged patient adapter was noted. A clear passage test and clamp function test were performed with no issues noted. A leak test was performed with an unrelated issue noted. The issue of a damaged patient adapter was identified but the cause could not be determined. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for analysis and an evaluation has begun but has not yet been completed. Should additional relevant information become available, a supplemental report will be submitted.